Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: -one sharp edge broken in the side posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Physician reported a right side rupture with silicone leak. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported a rupture with silicon leak. The device was explanted. This record is for the right side.